Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: medical records received on ad 12 mar 2020 were reviewed on ad 20 march 2020 by a clinician to identify product issues and/or patient harms. Further review of the revision operative note dated (B)(6) 2018: upon entering the knee, the surgeon identified and excised scar tissue from the anterior lateral aspect of the knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: (B)(6) 2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: g2 g1.

Manufacturer narrative:
Product complaint (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component to be grossly loose. He offered no concerns related to the femoral component, though it was revised. The surgeon offered no concerns related to the patellar component, and it was not revised. The patient was implanted with attune knee system and depuy cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2018 (rt knee).